Manufacturer narrative:
Pump has been exposed to some kind of extreme environment. During (B)(4) testing, the pump was found to be overinfusing by more than (B)(6) at standard test conditions and typical therapeutic rate ((B)(6) ul/day) and has been coded with the appropriate afc code for overinfusion. Per the deviation, this pump will be subjected to CT scan and possible long term dispense and weight testing, using last known infusion rate from full to empty.

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) year old male patient receiving intrathecal morphine (4mg/ml at 1.39mg/day) and clonidine (100mcg/ml)via an implantable infusion pump. The indication for use of the device was for malignant pain. The concomitant medication was listed as dilaudid. The patient history was reported as non-small cell lung cancer. The device was returned for disposal only, as the patient had passed away. It was reported that the death was not device related. However, the device may be disassembled for analysis. Additional information was received from the health care provider (hcp) indicated that the patient had passed away on (B)(6) 2016 (while under the care of hospice). The patient medical history included non-small cell lung cancer. The cause of death was reported as "ca-related." There were no medical events/procedures performed related to the intrathecal device system leading up to the patient's death.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported that it was unknown if the pump and catheter were exposed to re-sterilization after explant and before return to the to manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.